Event description:
Livanova deutschland received a report that 3t heater/cooler system was not reading the correct temperature. The event occurred during procedure. There was no patient injury.

Manufacturer narrative:
. H11: livanova deutschland manufactures the 3t heater/cooler system. The incident occurred in united states. Through follow-up communication, livanova learned that the electrical system going to ac compressor was blown, causing the 3t to shut off. The device could not be repaired on the field. Thus it was removed from service to be replaced. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.